Manufacturer narrative:
Should the lead be returned for analysis or further information become available this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, in a patient lost to follow up, this right ventricular lead displayed no capture at 7 v. Impedance measurements were high out of range; lead fracture was suspected. Review of the previous years data revealed these same measurements; it was not known when the device was last interrogated. A revision procedure was intended; the patient was transferred to a larger hospital for the revision procedure. No adverse patient effects were reported. In 2009, additional information was received that this patient died six days after the patient transfer. It was not known whether the device contributed to this patient's death.